Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with abdominal pain. The right atrial (ra) lead exhibited low lead impedance warning and falling impedance. The ra lead remains in use. No further patient complications have been reported as a result of this event.